Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) and ua19 (max applied load exceeded) messages was confirmed during the functional testing and archive data review. The root cause of the reported complaint was defective load cells. The archive data review indicated multiple ua07 and ua19 error messages on the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering up, confirming the reported complaint. The load cells were replaced to address the reported complaint. After replacing the load cells, a load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed the run-in test with zoll medium torso fixture for approximately 15 minutes with no issue. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) and ua19 (max applied load exceeded) messages. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.